Manufacturer narrative:
This report is submitted on may 24, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient experiencing poor performance with device use. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report (dar) is attached. This report is submitted on july 12, 2021.